Event description:
Intense pain [knee pain]. Swelling [swelling of l knee]. Mechanical symptoms [unevaluable event]. Case narrative: based on additional information received on (B)(6) 2018, this case initially assessed as non-valid was re-assessed as valid. Additionally, this case initially non-serious was upgraded to serious (intervention required for intense pain, swelling). This case was cross referenced with case ID: (B)(4) (cluster), (B)(4) (duplicate). Initial information received on 07-dec-2018 from united states regarding an unsolicited valid serious case received from "a" other health professional. This case involves patient of unknown gender and age who experienced intense pain, swelling and mechanical symptoms (latency: 1 week) after receiving hylan g-f 20, sodium hyaluronate (synvisc one). The past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patients received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, indication: unknown) (lot - 7rsl024e) in left knee. On (B)(6) 2018 (1 week following the injection), patient had intense pain, swelling, mechanical symptoms. Patient was treated with csi (corticosteroid injection) for the events. Corrective treatment: corticosteroid for all events. Outcome: unknown for all events. Seriousness criteria: intervention required for intense pain, swelling. Product technical complaint (ptc) was initiated on 13-dec-2018 for synvisc one; batch number: 7rsl024e, local ptc number: (B)(4), global ptc number: (B)(4). The production and quality control documentation for lot #7rsl024e expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot #7rsl024e no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 13-dec-18 there are 2 complaints on file for lot # 7rsl024 and all related sublots. 2 complaints are on file for lot# 7rsl024e: (2) adverse event reports. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 product complaint handling to determine if a CAPA is required. Additional information received on (B)(6) 2018. Case classification was updated as valid. Event of intense pain, swelling and mechanical symptoms were added. Therapy details updated. Seriousness criteria added. Related case ID added. Clinical course updated. Text amended accordingly. Additional information was received on (B)(6) 2018. Ptc number and results added.